Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer check the supplies, tightened the t:lock to address the issue, and resumed insulin delivery. Customer¿s blood glucose was 131-138 mg/dl..